Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical legacy plus pump was returned for analysis. During analysis, the customer's reported issue was not able to be duplicated. No problem was found with the pump displaying "1861" error code on power up during the investigation or found in the pump's event history logs. Service recommended to replace the motor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy plus pump displayed error code ec1861. No patient injury or complications were reported in relation to this event.